Manufacturer narrative:
Device evaluation summary: three portex bivona flextend tts pediatric tracheostomy tubes were received in used condition without the original packaging. Immediate visual inspection detected that the cuffs were broken. Inflation tests were completed and the cuffs immediately deflated after being filled with 5.0 cc of air. Additionally, leak tests were performed and cuff leaks were found. The complete manufacturing process of the air way and balloon were audited during thirty two (32) units finding no discrepancies and samples were 100% leak tested. A review of the manufacturing process was conducted and was considered adequate and correct. Furthermore, a review of training was completed and it was confirmed that the personnel had the trainings up to date. Based on the evidence and testing, the complaint allegation was confirmed. The root cause was stated as unknown. Although, the investigation did note the damage most likely occurred after leaving the smiths medical facility.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that one day following placement of a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube a hole in the cuff was reported. It was noted that the mother had over-inflated the cuff to 10.5mls, causing a pin prick hole. The patient was noted to have blood pressures of 40/10's; requiring to be intermittently bagged to support ventilation and additional suctioning was performed during the emergent tracheostomy (trach) tube change out procedure. There were no further reported adverse patient effects.